Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 47.7 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis. No other issues with device.

Event description:
Reportable based on additional information received on 19jun2019. It was reported that the shaft was too flimsy. During preparation of a 2.75x48mm synergy ii drug-eluting stent, it was noted that the top part of the main body of the shaft was too flimsy. No patient complications were reported. However, additional information was received that during preparation the hypotube broke due to being too flimsy.